Manufacturer narrative:
(B)(4). The explanted device and electrode were returned and are undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks in 2015 and 2016. Therapy was never exhausted in any of the episodes. The issue appeared to be morphology changes at heart rates above 130 bpm. The qrs became wide, with smaller r-wave amplitudes and larger t-wave amplitudes. The sense vector was reprogrammed and smart pass was enabled, but this did not resolve the issue. It was confirmed the patient did pass the pre-screening before the device was implanted. Despite efforts, the inappropriate shocks could not be prevented with reprogramming, so the s-ICD was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4)\; the explanted device and electrode were returned and are undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. When received, the entire molded insulation (ID tag/serial number) was found to be slid back over the terminal pin. This most likely occurred during the explant procedure and the insulation was easily slid back into place so the electrical testing could be performed. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. A setscrew mark was observed on the proximal connector in the correct location, indicating the terminal pin was fully inserted and the setscrew was properly tightened. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks in 2015 and 2016. Therapy was never exhausted in any of the episodes. The issue appeared to be morphology changes at heart rates above 130 bpm. The qrs became wide, with smaller r-wave amplitudes and larger t-wave amplitudes. The sense vector was reprogrammed and smart pass was enabled, but this did not resolve the issue. It was confirmed the patient did pass the pre-screening before the device was implanted. Despite efforts, the inappropriate shocks could not be prevented with reprogramming, so the s-ICD was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.